Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include medical management, progression of disease, and related comorbidities. There is patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient suffered from a pericardial effusion following ventricular assist device (vad) implantation and returned to operating room three (3) times. The patient was hemodynamically compromised. There was "progressive increase" in subxiphoid drainage of pericardial effusion with signs of right ventricular (rv) compression. 180 milliliters (ml) of pericardial fluid was drained on (B)(6) 2017. 150 ml of blood was evacuated via subxiphoid approach on (B)(6) 2017. All were confirmed on echocardiogram. It was last reported that the patient remains hospitalized in stable condition. The patient "is just a little slow to recover". No further information has been provided.